Manufacturer narrative:
G4: 14may2020. B4: 15may2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The key market contact was contacted to obtain information regarding this device's evaluation and repair. It was stated that the customer's device had passed the warranty period and would have to pay for any repairs to be done. The customer refused to have their device serviced by philips and did not contact philips further for any repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jan2020.

Event description:
The customer reported a battery fault. The battery is two years old. There was no patient involvement.